Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 164,101 joules of use and 21:50 minutes while using a side-firing surgical fiber during a prostate procedure, the fiber output was observed to be end-firing. The fiber was replaced and the procedure continued using a second side-firing surgical fiber. While using the second side-firing surgical fiber, the output was again observed to end-fire and the procedure was completed by turp. There was no injury to patient reported. This report is for the second surgical fiber used.